Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen will intermittently become unresponsive when trying to deliver a bolus. Customer's blood glucose was 110 mg/dl. During call with tandem technical support, the issue was resolved.